Manufacturer narrative:
.

Event description:
On (B)(6) 2013 it was reported that he vns patient has been experiencing strong auras for the last 24 hours which he had stopped having with the vns. The patient indicated that he has not had his vns checked in years, only had it turned on and off for mris. The patient went to see the physician later that day and high impedance was observed during system diagnostics test (reported on MFR. Report # 1644487-2013-01879). It was also found that the generator was disabled upon interrogation and there was no indication of when or why it was set to 0 ma. The physician was unsure if the vns had anything to do with the patient¿s strong auras. There was no known trauma or manipulation and the patient was not referred for x-rays. Review of the patient¿s programming history revealed that the patient was disabled on (B)(6) 2006 but it is unknown if this was for an MRI that the patient previously reported his device had been turned on and off for and if the patient¿s device was turned on again afterwards or left off until the present interrogation. The nurse who did the programming on (B)(6) 2006 was contacted for additional information but no further information has been received to date. The patient was seen on (B)(6) 2013 for a surgical consult and it was indicated that the patient had become seizure free and was weaned off of his medication but has a recent recurrence of ¿auras¿. The patient underwent a generator replacement on (B)(6) 2013. The explanted generator has not been returned to the manufacturer for product analysis to date.

Event description:
On (B)(4) 2013 the explanted generator was returned for product anlaysis. Product analysis is still underway and has not yet been completed.

Event description:
Generator analysis was approved on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator, and that no abnormal performance or any other type of adverse condition was found. Review of additional programming shows that the generator was programmed off on (B)(6) 2006. The device was interrogated at the same disabled settings on (B)(6) 2013. The device was programmed on and then programmed off. A system diagnostic on (B)(6) 2013 indicated high impedance. No data is available for (B)(6) 2013.

Manufacturer narrative:
Review of programming history.